Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault ID and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided reset information, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code recurred, which caller acknowledged and understood.